Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the a case of the customer used ureteral stent (B)(4) in the surgery stone operation, and found that the stent was damaged after opening the outer package, because the timely discovery had no impact on the patient, but affected the surgical process, the doctor immediately took out a new one to continue to use, and finally the operation was completed, making the patient's condition better.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the bard inlay pouch in a large ziploc bag. The suture and pigtail straighter were not provided. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the a case of the customer used ureteral stent (pcn# 778626) in the surgery stone operation, and found that the stent was damaged after opening the outer package, because the timely discovery had no impact on the patient, but affected the surgical process, the doctor immediately took out a new one to continue to use, and finally the operation was completed, making the patient's condition better.